Manufacturer narrative:
Device received with constant critical pump error alarm. Problem isolated to electronic assembly. Force sensor zero offset measured within specific range. Analysis identified product did no meet specification.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had critical pump error on insulin pump. The customer¿s blood glucose level was 62 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.